Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(6), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported that they had not charged since the first of the year and had no stimulation. It was reported that a motor vehicle accident could be related to the charging issue. In (B)(6) 2015, the patient reported she was in a car accident and was high risk for falls. Additionally, the patient stated in february they were unable to use her gear. She also had a back surgery in (B)(6) 2015 and a fusion was done on her l3. The patient reported a MRI with contrast in (B)(6) 2015 and stated it was for her back which was not related to the implantable neurostimulator (ins). The ins was for rsd and she had not recharged the ins since (B)(6) 2015. An overdischarged battery was confirmed. In (B)(6) 2015, the patient had daily pain at the implant site and on her back and extends down. Every time she moved she was feeling pain. The patient had low back pain which was the condition the device was supposed to help. The ins had controlled her pain in her lower back down to her feet. The relevant medical history reported was complex reg pain symptom type I and spinal pain. No interventions or outcome were reported. Follow-up was sent to obtain this information. If additional information is received, a supplemental report will be sent.